Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a grommet issue. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the device set screw came out once it was turned. The implantable pulse generator (ipg) was not implanted. No patient complications have been reported as a result of this event.